Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 ( brand name). The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 79-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage a shock, prior to initiation of support. Two days later, an impella rp flex was inserted into the right femoral vein for right heart failure post-operative cardiothoracic surgery. While the patient was in the intensive care unit (ICU), the urine was amber colored, and platelets were low. One unit of packed red blood cells (prbcs) transfused. Placement was confirmed. Patient fluid overloaded, bumex ordered. One week after insertion, the impella cp was successfully weaned. The post-procedure outcome is survived at explant. The impella cp functioned at p-3 at 2.6l/min without issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).